Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a tear in the cylinder. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a tear in the cylinder. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The ams700 inflatable penile prosthesis (ipp) spherical reservoir was visually inspected, leak tested and examined using a microscope; no visual damages were found upon inspection. The reservoir passed the leak test performed. Product analysis was unable to identify device malfunction with the returned reservoir. The ams700 momentary squeeze (ms) pump was visually inspected, leak tested examined using a microscope. The pump had a hole which led to a leak in the pump block that was the result of a sharp instrument damage which probably occurred during the explant surgery. Contamination was found within the pump. The pump was not functional test due to the leak that was identified. Product analysis was unable to identify device malfunction with the returned pump. The ams700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had a large tear in the outer tube from the proximal to the middle of the cylinder bodies that was the result of a sharp instrument damage which probably occurred during the explant surgery. Both cylinders had broken fabric threads in the proximal cylinder bodies. The kink resistant tubing of both cylinders was trimmed down to the input tube sleeve junction. Cylinder 1 had a hole which led to a leak in the inner tube that was the result of a sharp instrument damage in the proximal cylinder body. Cylinder 1 was not pressure test due to the leak that was identified. The rear tip of cylinder 2 was identified to be trimmed. There was no damage to the inner tube of the cylinder. Cylinder 2 passed the leak and pressure tests performed. Product analysis was unable to confirm the reported event.